Manufacturer narrative:
(B)(4). Upon investigation completion on (B)(6) 2015, the event was determined to be reportable. No product or images were returned to assist with this investigation and limited info was provided. A review of the complaint history, instructions for use (IFU), and trends was conducted. Each zenith device is shipped with IFU listing the indications for use, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomica criteria, anatomical conditions, importance of accurate placement. Specific to this case zenith IFU state: "pts experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." "Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is occluded. By report the pt began to experience symptoms indicative of occlusion over 125 days post a zenith endovascular procedure. Secondary minimally invasive treatment was necessary. Based on the info provided, a definitive root cause cannot be determined or reported at this time. There is no evidence to suggest that the device design or functionality contributed to this event. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the quality engineering risk assessment (qera), additional action is not required at this time.

Event description:
(B)(4): this (B)(6) male presented at the time of enrollment with a 4.4 cm aortic aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. The left iliac artery had mild tortuosity, mild calcification, and no occlusive disease. The right iliac artery had mild tortuosity, mild calcification, and no occlusive disease. On (B)(6) 2014 (day of procedure), under general anesthesia, the pt received a main-body graft, a contralateral iliac leg graft, and an ipsilateral iliac leg graft. The site noted difficulty deploying the suprarenal bare stent. Per the site, they were "unable to withdraw bold trigger wires/release mechanism without excessive force." Bilateral iliac angioplasty with a compliant balloon was used without complications or difficulties. At the completion of the procedure, the graft was fully implanted and patent with no endoleaks or kinks. The pt was discharged the next day and no adverse events were reported. On (B)(6)2014 (22 days post procedure), the one month follow-up clinical exam, blood work and imaging were completed. The physical exam was unremarkable. The pt's creatinine was 1.1 mg/dl. The pt had not been hospitalized nor had any significant med problems. The x-ray revealed that the device was intact with no barb separation, stent fractures, component separation, migration, device stenosis or kinks. Core lab analysis of the x-ray noted an intact device with no barb separation, stent fractures, component separation, kinks or device compression. The CT scan revealed the graft was intact with no barb separation, stent fractures, or kinks. Core lab analysis of the CT scan concurred with these findings. No endoleak was noted. On (B)(6) 2015 (125 days post procedure), the pt underwent a secondary intervention for device occlusion. Per the op note the pt had complained of "right-sided claudication-type symptoms that acutely worsened 3-4 days ago." The op note refers to cross-sectional imaging which "demonstrated a likely acute or sub acute right iliac limb occlusion" (imaging is not available). The secondary intervention included thrombolysis, placement of a right iliac limb, and placement of a right iliac leg extension. The pt was discharged from the hosp on (B)(6)2015 (127 days post procedure). No additional info was provided regarding pt outcome.